Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on the left extension. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The reported lead extension revision due to high impedance on contact 1 was confirmed. As received the microscopic inspection did show a broken wire in the extension corresponding to contact 1 and would create high impedance issues as reported. The root cause of the reported issue is unknown.